Event description:
Additional information received reported that this event was a duplicate of a one previous reported in MFR report # 3004209178-20 24-15921. Any new information received in the future will be reported under MFR report # 3004209178-2024-15921. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# implanted: explanted: product type lead product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient b5. Correction: this file has been merged into previously reported duplicate file. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that settings could not be used. The stimulator charge was at 100%, but the intensity could not be increased to 1.5 milliamperes (ma) of higher on program a1 despite the patient having pain. Previously, it was possible to raise intensity to 1.8 ma. Removing an reinserting the battery pack was tried, but immediately afterwards the screen showed settings not available, and tapping ok led to the menu screen but they could not set the value to 1.5 ma or higher. There was a doctor's appointment on (B)(6) 2024 at 11:30 am and the patient said there was pain but that they could tolerate it until the appointment, so the patient was asked to talk to the doctor about it. The issue was not resolved. Health damage was noted. Additional information was received. Session report received, ins info provided. Regarding the doctor¿s appointment on (B)(6) 2024, as a result of impedance measurement, we confirmed that some of the electrodes were abnormal (high values) and changed the setting to not use those electrodes. The patient was able to be programmed, no surgical procedures were scheduled, and the pain issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.